Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly a new cartridge was loaded, and insulin delivery was resumed. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting off. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy. The customer's blood glucose (bg) was 100 mg/dl to more than 500 mg/dl. Reportedly, the customer addressed their bg with a manual dose injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."